Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 275cc saline breast prosthesis developed capsular contracture (baker grade unknown) in her right breast, and patient dissatisfied with her left side implant. The patient reported that one of the implants is harder than the other. There is also a bubble in it, and she can feel a bubble, and something is poking out. It is larger than the other and that they were not made the same size. The patient wanted the implants to be the same size, and is not happy with her surgery and she felt it could have been better. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.